Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0a4av, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The device was removed because the patient couldn¿t take the device, it wasn¿t working for them, and it was making their problem worse. It never worked since implant. The patient complained to their health care provider (hcp) and kept adjusting. It never did anything, so the patient¿s primary hcp told them to have the device removed, so it was explanted sometime this year. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.